Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the terminal end of the drg trial lead sheared off inside the connector cable. The patient subsequently lost therapy and the trial lead was removed. The patient later underwent a second drg trial at a later date.